Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited no capture. The ra lead was revised and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right atrial (ra) lead dislodged and is loose in their heart. The patient further reported that the ra lead was deactivated. No patient complications have been reported as a result of this event.